Event description:
Pt was placed in scanner head first; tech programmed for feet first. Craniostomy on wrong side was done as result, pt returned to surgery 5 days later for craniostomy on other side.